Manufacturer narrative:
Consumer reported experiencing burning, stinging and the doctor diagnosed ocular inflammation. The u.s. National library of medicine toxicology data network (toxnet) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms and sign reported are consistent with the toxnet description of a temporary condition associated with hydrogen peroxide exposure. The consumer reported she is recovered. The product was not returned for evaluation.

Event description:
Consumer reported experiencing burning eyes after use of the product and a doctor visit was necessary. The consumer indicated she soaked the lenses for 10 to 12 hours and still experienced stinging. Upon follow-up, the consumer indicated that the product resulted in burning and that the doctor diagnosed ocular inflammation of the left eye. According to the consumer, no treatment was necessary to avoid/prevent complications, and she recovered. The complaint suggests the device may have malfunctioned as a result of variability of neutralization.